Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered severe and incapacitating pain in her pelvic and vagina regions. The patient also suffered severe pain, recurrent infections, dyspareunia, and a reoccurrence of the stress urinary incontinence and pelvic organ prolapse. Patient learned that the product had failed on (B)(6) 2011 and underwent an additional surgery on (B)(6) 2011.